Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed 100% inspection. 1 actual sample was returned for investigation. The sample was carefully removed accordingly from the packaging and visual inspection conducted showed no abnormalities and design irregularities on the products. Based on complainant description, it stated that the balloon was asymmetry. The samples were then tested by inflating the balloon with l0ml of water and found that the balloon was slightly asymmetry but still within production specification. Based on the result in table one, the balloon ratio is within the acceptable ratio. In manufacturing, the asymmetry balloon is inspected 100% during balloon inspection. Balloon which are not passing ratio of 1:3 will be culled out from the batch. In our current standard operating procedure, all products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. The returned samples did not exhibit any defective shape. Based on the investigation conducted, the asymmetry ratio was still within the specification. Therefore, this complaint could not be confirmed as stated.

Event description:
It was reported that the balloon is not inflating symmetrically, and urine leaked.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon is not inflating symmetrically, and urine leaked.